Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and crosstalk. It was determined that there was a connection issue with the lead and the implantable cardioverter defibrillator (ICD). The device was thought ot have a loose setscrew. The lead was repositioned back into the device and both products remain in use. No patient complications have been reported as a result of this event.